Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Depression - ndr: not applicable as the event is not related to the device. Additional observations: deformation is observed. Red particles observed. No further actions are required since no issue in the manufacturing of the device is observed. Clarification to d.9. Returned to mfg on: the device has not been returned.

Event description:
Patient representative reported"capsular contracture baker grade iii, tension pain, breast hardening, depression (not device-related), anxiety". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient representative reported"capsular contracture baker grade iii, tension pain, breast hardening, depression, anxiety". Device has been explanted.